Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Interrogation of the device noted oversensing of far r-waves on the atrial channel which inappropriately triggered ams episodes. Programming changes were recommended and will be discussed with the physician. The patient was stable before, during, and after the device interrogation and will continue to be monitored.